Manufacturer narrative:
Initial and final MDR (B)(4). - MDR - device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient's infusion set fell off during use on 20-may-2024, 20-jun-2024, 22-jun-2024. The blood glucose level of the patient ranged between 189 to 400 mg/dl. Moreover, the issue occurred with five similar types of infusion sets used for two days. No further information was available.